Event description:
It was reported that during a laparoscopic right hemi procedure, hadn't been used in excess and scrub nurse said she didnt think it had come into contact with any metal. Error code 5 came up and then when she went to clean the blade tip - it fell off. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
A false reactive immulite 1000 (B)(6) qualitative assay result was obtained on a pt sample and confirmed as reactive with hbsag confirmatory testing. The reactive (B)(6) result was considered discordant when compared to another assay method and clinical picture of the pt. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant reactive (B)(6) assay result.

Manufacturer narrative:
(B) (4). (B) (4). The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade lockout later in the procedure, and continued usage can result in a broken blade each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.